Event description:
Philips received a complaint from customer biomed reporting a battery failure on the v60 ventilator. The device was not in clinical use. There was no report of harm. A philips remote service engineer (rse) evaluated the issue with biomed who reported that the device displayed a battery error when powered on. The unit could not be charged, nor used in battery mode. The investigation is ongoing.

Manufacturer narrative:
A philips field service engineer (fse) evaluated the device and determined battery replacement was necessary. The fse replaced the battery. The device was operational and returned to service after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. This report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00463. All information from the original report(s) has been transferred to this report.